Manufacturer narrative:
The technician found all three wires in the power cord plug were loose. He tightened the screws to repair the bed.

Event description:
Information received indicates the ground resistance it too high on the bed.